Event description:
The infusion pump was received at co's service with note indicating it was involved in a nondelivery. A note with the pump stated "IV was hung. The pump showed it was infusing-but no fluid left the bag. Five hours after infusion, bag was still full but pump said it infused 600 ml/hr." No add'l info was able to be received. No pt injury was reported.